Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine follow-up, the atrial lead exhibited out-of-range impedance measurements and noise; the noise could be reproduced with evocative maneuvers. The patient was in good condition, the physician elected not to take any further action.